Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that during the cataract surgery with intraocular lens (iol) implant procedure, the injector did not push smoothly and suddenly the resistance had increased. Causing the injector head to puncture the posterior capsule. Which caused the prolonged hospitalization, poor crystal stability, and blurred vision of patients.